Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The suture detachment was not confirmed; however, the device was returned with a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event was concluded to be related to a potential product quality issue due to link material observed to be too high inside of the posterior cuff. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The suture detachment was not confirmed; however, the device was returned with a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event was concluded to be related to a potential product quality issue due to link material observed to be too high inside of the posterior cuff. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angioplasty interventional procedure. Reportedly, when the plunger was removed, the suture was found broken inside the proglide device. Manual arterial compression was applied achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.